Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the casing of the aortic cutter split. The nurse pushed the casing closed after this occurred. A replacement device was used to complete the procedure. The hosp did not report any pt effect. The hosp intends to return the product in question.